Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customers blood glucose (bg) was "high"; although specific value was not provided. Elevated bg was addressed by changing the pump supplies and resuming insulin delivery.